Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on the screen and no delivery alarm. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had motor error and rewinds slowly. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms, rewind anomaly and prime/fill anomaly noted. Insulin pump passed self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no low battery alert and back light anomaly noted. Insulin pump received with minor scratches on display window noted. (B)(4).